Manufacturer narrative:
The device is currently under evaluation.

Manufacturer narrative:
Evaluation: while performing a visual inspection there were no defects discovered on returned device. Articulation functions as intended. The tip of the device was found to be conforming, no defects were found. The device passed all three leak test performed. There are no defects in the balloon and the eccentricity meets standards. The device was found to be within specifications. The event was presented by the edwards sales representative and the returned device was found to met specification after investigation. Injuries to the ventricle is listed as a potential complication in the product IFU. The instructions for use give guidance around device placement as: ¿once the proplege device can be seen in the right atrium, advance gently while applying counter clockwise torque to align the curve of the device with the intra-atrial septum to place the proplege device tip at the ostium of the coronary sinus. ¿ there is also warnings regarding positioning and injuries that may occur with the use of the device, in that ¿ if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury.¿ ¿once placed in the body, the proplege device should be manipulated only while being observed using fluoroscopy and/or transesophageal echocardiography (tee) and while monitoring pressure at the proplege device tip.¿ ¿warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury.¿ ¿ in the training materials there is specific guidance to imaging in regards to navigating the anatomy to prevent injuries. It also addresses placement to safely navigate to the coronary sinus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of the available information indicates that the event reported was not related to a malfunction of the proplege device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions will be performed. Trends will continue to be monitored through the edwards quality system.

Event description:
It was phoned in by the sales rep that there was a perforation of the right atrium with the use of the proplege coronary sinus catheter, pr9. A converstion to a full sternotomy was made with a stitch placed to the atrium. No further complications and the patient is recovering well. The lot number is unknown. There is no allegation of a product malfunction. This was the physician's 4th use of the device and reportably used the device as intended.